Event description:
Had a spinal cord stimulator implanted in the low left side of my back (just above the hip line); the device has always caused pain and discomfort and got very hot at the site of the device was implanted during charging. It has always took a very long time to recharge the battery in the device. When the device was at half charged, it would take around 4-6 hours to charge it. I advice my pain management doctor and after a couple of attempts, someone from st jude medical contacted me and sent me a new charging device. I used the new device and it got really hot to my skin at the implant site and left severe burns. I went back to my pain management doctor and showed the st jude rep and the medical staff what the device had done to my back. They took pictures and advised me to stop using the device. They are wanting to replace it with a new device but have my insurance pay for it. I believe the device is defective and my insurance should not be involved in anyway. I have taken pictures of the damage it had done to my back and I have to deal with the pain of the burn. For example (when I take a bath, it burns really bad, I can lean on left side or sleep on that until the burn heals. I am taking antibiotics to prevent infection. The burn is so bad I believe it will leave a scar. The doctor order a cbc blood test to make sure I did not have any type of infection. At the time of the blood I had already been taken, the antibiotics prescribed from my primary care physician. I believe this played an important role of keep the infection away. Serious burns at the site the device was implanted.